Event description:
The right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times. The right ventricular (rv) lead exhibited high thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).